Event description:
Patient presented with advanced alzheimers and dementia; had tight access vessels. Physician chose not to put the patient under general anesthesis. Attempted to access with a 28-16-120bl bifurcated device, however, patient was agitated and uncooperative under local anesthesia, and would not keep still. It was decided to not treat the patient at this time. The patient died the next day; physician stated that it was not related to the device or procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician unable to operate on, while patient was on local anesthesia.